Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). One needle and bac-card assembly were returned to the histology facility in the w.l. Gore science center in flagstaff. Images were taken of the returned device and our engineers have evaluated the device. Their investigation showed following: the photographs show the returned device is consistent with a p5k17 gore-tex suture, and consistent with the reported complaint of needle separation. The crimped length of the needle appears to be consistent with a normal attachment, and does not exhibit any signs of instrument damage. There appears to be a small remnant of fiber visible inside the needle bore, typical in reports of needle pull off, and evidence of a formerly secure attachment. Since the fiber portion of the device was not returned, it could not be imaged or evaluated. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachments. Manufacturing records were reviewed by engineering and indicated that the reported lot met all pre-release specifications. A 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. The suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations.

Manufacturer narrative:
Gore reported medical device incident accidentally as an adverseevent. Adverse event or problem¿ as well. Device manufacturers only¿. This will be corrected within this report as this medical device incident is identified as a product problem / malfunction.